Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal baclofen via an implanted pump. The baclofen lot number was not known to the reporter. The pump IFU (indication for use) was listed as intractable spasticity. There was concern regarding the implant depth of the pump specified as cosmetic concerns (not erosion). There was not dissatisfaction with the size or shape of the pump. The patient suddenly experienced fluid buildup in the pocket site. The patient was a complicated case because he had another implantable device (gastric). The plan was to surgically revise the pocket and possibly replace the pump (revision scheduled). On (B)(6) 2015, follow up information was received from an hcp. The patient was quadriplegic with diffuse muscle atrophy due to cervical myelitis as a result of radiation therapy from a brain tumor. The patient was status post cerebellar surgery and radiation therapy for left cerebellar oligodendroglioma. The patient had a history of depression and chronic constipation. The patient had a history of chronic infection. The patient was ventilator dependent and had chronic pain syndrome. The patient had allergies that included morphine, dilantin and sulfonamide. The patient's surgical history included tracheostomy, suprapubic catheter, and peg (percutaneous endoscopic gastroscopy) tube. The baclofen concentration was 2500 mcg/ml and the daily dose was 619.2 mcg/day. The therapy start date was unknown to the reporter and was on going. Per the patient's history and physical documentation performed (B)(6) 2015, the patient experienced an infected pain pump and was hospitalized. The patient resided at a chronic event unit where it was noticed there was purulent drainage from the recent incision site. The patient denied fever, chills, rigors, abdominal pain, nausea, or vomiting. Two weeks prior, the surgical incision was noted to have minimal amount of drainage. The patient was started on keflex (treatment medication) via gastric tube for the last 10-12 days without improvement. The abdominal incision had purulent yellow drainage upon palpation (insertion site of pump). The patient experienced a systemic inflammatory response syndrome secondary to underlying pain pump infection. Labwork including cbc, bmp and wound gram stain and culture were pending. The patient was to be started on intravenous vancomycin and zosyn (treatment medications) and would be titrated accordingly. The patient was to be taken to the operating room on (B)(6) 2015 to remove the pump. The patient's pain medication would need to be resumed via peg tube until another pump could be implanted in the future. Concomitant medications: pepcid 20 mg via g tube every 12 hours vitamin c 500 mg via g tube twice/day dulcolax suppository as needed promod 1 ounce twice daily via g tube albuterol/atrovent nebulizer treatments every 4 hours as needed mi-acid 30 mls every 4 hours as needed tab a vite via g tube daily uti-stat 30 mls via g tube daily effexor 75 mg via g tube twice/day loratadine 10 mg via g tube daily (B)(6) every 8 hours prn sorbitol 30 ml via g tube daily milk of magnesia 5 mls via g tube as needed acetaminophen/codeine 300/30 one tablet every 4 hours as needed colace 100 mg via g tube daily seroquel 25 mg via g tube twice/day chamosyn to buttocks three times/day tylenol 325 every 4 hours as needed nitrostat 0.3 mg sublingual as needed for chest pain ear drops as needed baclofen 10 mg via g tube.

Manufacturer narrative:
(B)(4).